Manufacturer narrative:
(B)(4). According to available information, this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequently, a revision procedure was performed. This device was removed and replaced.

Event description:
Boston scientific received information that during a follow up visit, this device and atrial lead displayed a high out of range impedance measurement. Daily measurements suggested the measurements have been increased for approximately six months. A lead fracture was suspected. A lead revision is intended, however has not been scheduled as of this date. The device was reprogrammed. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). According to available information, no return of product is intended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Subsequently, this device was received at the post market quality assurance laboratory for analysis. Upon completion of the analysis, this event will be updated.

Event description:
- -